Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug eluting stent for treatment of a lesion in the proximal rca. The lesion was described as tortuous, calcified with 85% stenosis and was re-dilated. The physician advanced the device to the target lesion and inflated the balloon to 14atms. The physician was unaware that the stent was not on the balloon and a dissection occurred. The target lesion and dissection were treated with another endeavor sprint rx stent. The stent was found attached to stylet/protective sheath. The patient is reported to be fine and no clinical sequelae were reported. There was no abnormalities noted during preparation of the device and inspection prior to use. Evaluation summary: crimp bake impressions were evident along the working length of the balloon. The distal shaft was kinked 3.1cm distal to the guidewire entry port. The stent was returned off the balloon. A number of the mid stent segments were partially deformed with gaps evident between some of the segments.

Manufacturer narrative:
(B)(4): evaluation results - incorrect technique/procedure (incorrect technique used when removing device from sheath). Inherent risk of procedure (dissection). Conclusion results - device failure related to user handling (incorrect technique used when removing device from sheath).